Event description:
It was reported that the ventilator alarmed for inop and disc/sense while connected to a patient. The rt disconnected the patient from the ventilator. The patient was manually ventilated and placed on another ventilator without complications. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. When the ventilator was powered on, there was a ¿xdcr flt¿alarm condition. Bench testing revealed that solenoid 2 on the solenoid manifold was out of spec. Which is unrelated to the reported problem. Review of the event trace revealed multiple ¿xdc flt1¿ and ¿xdcr flt¿ alarm conditions. Further review of the event trace did not reveal any entries which would indicate that the ventilator ever shut down. All operational periods ended with a proper power down using the on/standby button (as indicated by ¿vent 0¿).